Manufacturer narrative:
(B)(4). Concomitant medical product: unknown orthopedic salvage system femoral, cat#: unknown lot#: unknown, unknown orthopedic salvage system tibial tray, cat#: unknown lot#: unknown, unknown orthopedic salvage system assembly, cat#: unknown lot#: unknown, unknown orthopedic salvage system tibial stem, cat#: unknown lot#: unknown, unknown orthopedic salvage system femoral stem, cat#: unknown lot#: unknown, unknown orthopedic salvage system patella, cat#: unknown lot#: unknown. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. The reported event was unable to be confirmed due to limited information received from the customer. A device history record review was unable to be performed as the lot number of the device involved in the event is unknown. A complaint history review was unable to be performed as the part and lot numbers are unknown. A root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2017-06856, 0001825034-2017-06857, 0001825034-2017-06858, 0001825034-2017-06859, 0001825034-2017-06860, 0001825034-2017-06861, 0001825034-2017-06862 .

Event description:
It was reported in a journal article that ten patients developed a late infection. Attempts have been made and no further information has been provided.